Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. Cracked case at display window corners, reservoir tube and reservoir tube window, minor scratched lcd window, broken reservoir tube lip and missing reservoir tube lip o-ring noted.

Event description:
Customer reported button error alarm. The blood glucose reading is 124 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.